Manufacturer narrative:
(B)(4). Results: (stent graft migration, endoleak), (disease progression with aortic neck dilatation and thrombosis). Conclusion: (disease progression with aortic neck dilatation and thrombosis).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a less then 5 cm abdominal aortic aneurysm approx four years ago. Aneurysm and vessel morphology from the time of implant was not reported. It was reported that a CT performed one year ago showed that aneurysm was 58.4 mm in diameter, and the stent had migrated approx 12 mm distally and the aortic neck was 27 mm in diameter; however, it did not appear that an endoleak was present at that time. Currently the aneurysm morphology was reported as a 61.9 mm in diameter. The vessel morphology was reported as there was disease progression with aortic neck dilatation; thrombus at the level of the renal arteries and the aortic neck is 28 mm in diameter at the renal arteries. One month ago the CT demonstrated that the stent graft has migrated 18 mm from the renal arteries with a type I endoleak present. The pt will be treated with the placement of add'l aortic cuffs. No add'l clinical sequelae were reported and the pt is fine.